Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24084. It was reported the patient was not receiving effective right side stimulation. Reprogramming was unsuccessful. Diagnostics indicated invalid impedances on the right lead. Surgical intervention may be taken at a date to address the issue.